Event description:
Customer alleges the right side motor is pulling to one side and overheating. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model tdxsiv-2, (B)(4) is approximately 5 months old. The owner's manual part number 1154294 rev h (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the right side motor is pulling to one side and overheating. He cleaned the connections and tried reprogramming, but it did not help. The dealer did not have a loaner chair for the consumer so the consumer is using an old scooter that he had in his possession. A quote has been issued for a new motor and the damaged motor is to be returned to invacare for an inspection and evaluation. No injury.